Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The 14f esheath was returned with a 26mm commander delivery system, which was fully inserted through the sheath. During visual inspection, the sheath was noted to be fully expanded with the tip opened, as designed. The liner was torn starting from the distal tip, 1.5 inches in length. Hdpe tear located 8.25 inches from the distal tip. Hdpe stretching was noted. Scratches were noted along the entire length of the sheath shaft. A distal tip split was not confirmed, but rather minor hdpe stretching near the distal tip. Due to the condition of the returned device, no applicable functional testing was able to be performed. Liner thickness was measured along the liner tear, as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specification. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one other complaint relating to the complaint codes. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. The pra documents the difficulty advancing delivery system through sheath, resulting in procedural delay, which did occur during this event. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. The resistance, sheath puncture, liner tear, and sheath damage were confirmed through evaluation of the returned device. The split distal tip was not confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'while inserting the commander through the 14fr esheath, the valve got stuck and a frame strut bent and puncture the esheath'. Per the complaint description, the patient's access vessel had moderate tortuosity and calcification. Evaluation of the returned device also revealed a kink and scratches along the sheath shaft, indicating the presence of access vessel tortuosity and calcification, respectively. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, tortuosity) factors may have contributed to the reported event. Per evaluation of the returned device, the esheath was noted to have hdpe and liner tears. As reported, resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system through the strain relief. It is possible that crimped valve interacted with the sheath, leading to the observed puncture on the hdpe and the liner tear near the distal tip. With additional manipulation, the puncture may have continued valve strut and sheath contact to create the tear observed. Additionally, it is also possible that sharp calcified nodules within the access vessel made contact with the sheath shaft near the distal tip and weakened and/or cut the liner during sheath insertion and/or delivery system advancement, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation, valve caught on sheath/liner) factors may have contributed to the reported event. Per evaluation of the returned device, the complaint was not confirmed regarding the distal tip was split. Rather, the hdpe near the distal tip was noted to be stretched, which may have occurred due to contact with calcification within the access vessel and excessive manipulation. However, a definitive root cause is unable to be determined.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02172. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve during a tf tavr case. While inserting the commander delivery system through the 14f esheath, the valve got stuck and a frame strut bent, puncturing the esheath. All devices were removed successfully, and the case was complete with the new set of devices. The patient was doing well post procedure. Per medical opinion, the calcification pushed into the sheath liner and bent the frame strut on the outflow side. No patient injury and no vessel damage. Provided images of the product, showed a distal tip split on the esheath.